Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical prostatectomy procedure (after port placement) that a c-83 error message kept appearing on the erbe screen. The surgeon was performing the laparoscopic portion of the surgery. The system was not docked yet. The intuitive tech support engineer (tse) asked the or staff to pull the erbe power cord for over two minutes and disconnect the erbe external foot pedals. The fault returned as soon as the erbe powered on. The procedure was aborted.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned for failure analysis and the reported failure was confirmed and replicated. During in house testing, the errors c-83 & c-82 were found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The iesu was placed on golden system and was run in normal mode. The probable root cause of the reported issue can be attributed to a fault on a component or module within the iesu.

Event description:
Refer to h11 for follow-up information.